Event description:
The customer reported that the power supply started to smoke and then the device stopped working. The device was not being used with a pt when the problem occurred.

Manufacturer narrative:
The customer was asked to return the faulty power supply to cardiac science for eval. A replacement power supply and cord were sent to the customer.